Manufacturer narrative:
Section d6b ( explant date) is updated based on additional information received.

Manufacturer narrative:
Corrected information has been provided in d1. Major bleed / hematuria: the cause of the injury was not determined due to insufficient clinical details. Hemolysis / mechanical interaction with blood: the cause of the hemolysis issue was most likely related to unintended use of the device, as position adjustment resolved the hemolysis issue, based on the provided clinical information.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via right femoral artery in a 86 year old female for cardiomyopathy. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was identified as scai shock stage b. After transfer to the intensive care unit, it was observed the patient had dark red urine in the foley, as well as blood in the endotracheal tube. Partial thromboplastin time (ptt) was noted to be 147 and heparin was stopped. Echocardiogram showed the impella was not out of place and there were no suction issues. It was decided to pull back the cp and to make sure it was free of any structures. After repositioning the cp and allowing the ptt to trend down, the urine started to clear up. Hemolysis and bleeding are known risks associated with impella cp as described in the instructions for use.